Event description:
It was reported that the patient had the inflatable penile prosthesis removed due a lump, cylinder aneurysm, on the left side of the cylinder for the past week. The bulb in scrotum would not pump. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the patient experienced swelling in the left scrotum. The swelling settled with no residual effect. The patient is happy and using his implant as planned.

Manufacturer narrative:
Model number/catalog number 720185-01 serial number (B)(4). Batch/lot number 818830011 model/catalog description reservoir flat iz 100 ml

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due a lump, cylinder aneurysm, on the left side of the cylinder for the past week. The bulb in scrotum would not pump. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the patient experienced swelling in the left scrotum. The swelling settled with no residual effect. The patient is happy and using his implant as planned.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 720185-01. 818830011. Reservoir flat iz 100 ml. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Model number/catalog number 720185-01, serial number (B)(4), batch/lot number 818830011, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due a lump, cylinder aneurysm, on the left side of the cylinder for the past week. The bulb in scrotum would not pump. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted.